Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-541j-(B)(4): the fiber/glass cap is fractured at the uv glue zone; the fiber/glass cap distal part is detached and partially returned; the tip of the fiber/glass cap is not returned; the glass cap and fiber core are not adhered; the heat shrink tubing exhibits signs of abrasions and melting; the heat shrink tubing open end exhibits signs of abrasions and melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened at and near the heat shrink tubing open end, and partially on the fiber core. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2016, use time: 07:53:14 pm, joules used: 66,130 joules. The fiber card is expired ¿ soft joule limit has been reached. Joules count does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 128,000 joules of use and 35 minutes, ¿fiber damaged at tip; tip separation occurred in the patient body and snaring it out safely¿. The fiber was exchanged and the second fiber exhibited same issue at 62,000 joules and 4 minutes. The fiber tips (caps) of both fibers were cleaned during the procedure. The procedure was completed using third fiber at 420,000 joules and electric cautery. Maximum laser wattage set for procedure was 100w. Patient outcome "fine". No injury to the patient was reported. This report is for second fiber.